Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device check, the wireless telemetry could not be obtained. As the telemetry changed from receiving by the wand to the wireless, it did not start the telemetry and the indicator kept flashing. Only the data obtained by the wand could be observed and it could be considered that no communication could be established between the device and the programmer. The patient was scheduled for follow-up. The patient did not experience any adverse consequences.